Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article revealed that after a vitreoretinal surgery, the patient experienced secondary inflammatory changes resulting in trabecular dysfunction. Current patient condition is unknown. This report pertains to secondary inflammatory changes resulting in trabecular dysfunction.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. No lot code was reported by the customer; therefore, lot specific evaluation cannot be completed. All compounding, preprocessing, filling and packaging mbrs (master batch records) are subjected to 2 independent reviews. In addition, the following are reviewed: - all chemistry and microbial finished product results - environmental, utility, bioburden records - sanitization records - sterilization cycles. Root cause for the complaint condition could not be determined. The product labeling for silikon provides indications for use, contraindications, warnings, precautions, and directions for use to ensure proper use of the product. Surgical technique, product handling and storage are unknown. Lot specific evaluation is not possible without the lot code being reported. No further action warranted at this time. Per monthly trending, no associated trend alert(s) were observed. All complaints are reviewed on a monthly basis, and corrective actions will be defined if required. The manufacturer internal reference number is: (B)(4).